Event description:
Medtronic received information reporting that site reported raymond and roy class 3 at 180 days follow-up visit. No additional treatment was noted therefore, the event does not meet the definition of a complaint. Additional information received reported that the site corrected previous information and noted that raymond & roy (r&r) aneurysm occlusion classification for the 180d follow-up imaging on (B)(6) 2020 (reported to be for aneurysm #2) has been updated to class 1. Aneurysm #1 (left ica) on (B)(6) 2020 and aneurysm #2 (right ica) on (B)(6) 2020. Site reports parent artery stenosis >50-75% for aneurysm #1 at the 1-year follow-up visit on 02-mar-2021. No additional treatment was noted. Additional information received reported that regarding aneurysm #2, the site reported that at the 1-year follow-up angiographic imaging on (B)(6) 2021, complete obliteration of the aneurysm was observed with 0-25% parent artery stenosis. Regarding aneurysm #1, >50-75% stenosis was observed with patient symptoms or additional intervention required. However, the patient continued on daily aspirin. Additional information received reported that the site has confirmed there was no recanalization/ reperfusion seen of aneurysm # 1 at the 180-day follow-up mra imaging performed on (B)(6) 2020. Additional information received reported asymptomatic in-stent stenosis aneurysm left carotid. Cerebral in-stent stenosis of the left carotid artery. There was vasospasm of the cervical internal carotid artery (ica) requiring treatment with 10mg ia verapamil. Additional information received reported that per corelab assessment, year 2 f/u dsa on (B)(6) 2022 showed aneurysm #1 parent artery stenosis (pas) =50 to lt75%, whereas site reported gt25-50%; pas already captured as an ae. Additional information was received that the issue was resolved and the patient recovered on (B)(6) 2021. Additional information was received that per source, index procedure #2 (B)(6) 2020 the catheter induced vasospasm and required ia verapamil and mentioned two points of pipeline shield malposition (point at each proximal and distal ends).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported successful flow diverter embolization of right carotid cave aneurysm. Source does not mention any further action taken. There were two procedures performed for this subject; the mention in source regarding the malposition was associated with the second procedure on (B)(6) 2020 pipeline shield ped2-400-12 (a859755). The aneurysm ancillary and adjunctive devices reports use of medtronic phenom 27. No other devices are listed.